Event description:
Customer reported that the device intermittently shuts down when one attempted to test it with defibrillator analyzer. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and was unable to verify or duplicate the reported intermittent failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure could not be determined.